Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was not working and was emitting a high pitched noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor not working / high pitched noise) has been confirmed. As rec'd, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective components. The pt rec'd a replacement monitor.